Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion was 22mm in length and 2.5mm in diameter, eccentric in shape and denovo. The patient presented with chest pain. Vascular access was obtained via the femoral artery. A non-bsc guide wire was advanced and a 6fr guide catheter was placed. Next, the 20mm x 2.0mm maverick 2 monorail was advanced across the lesion in an attempt to pre-dilate the lesion. The maverick balloon was inflated two times using 12 atms. The third inflation to 12 atms was unsuccessful as the balloon had ruptured. The physician advanced a 2.0mm x 20mm quantum balloon and pre-dilated the lesion. Next, a 2.5mm x 24mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion was 22mm in length and 2.5mm in diameter, eccentric in shape and denovo. The patient presented with chest pain. Vascular access was obtained via the femoral artery. A non-bsc guide wire was advanced and a 6fr guide catheter was placed. Next, the 20mm x 2.0mm maverick 2 monorail was advanced across the lesion in an attempt to pre-dilate the lesion. The maverick balloon was inflated two times using 12 atms. The third inflation to 12 atms was unsuccessful as the balloon had ruptured. The physician advanced a 2.0mm x 20mm quantum balloon and pre-dilated the lesion. Next, a 2.5mm x 24mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed a large build up of solidified contrast media present inside the balloon and inflation lumen. A microscopic examination of the balloon material could not identify any tears or holes in the balloon material. The device was attached to an inflation unit and several attempts were made to inflate the balloon without success. The device was immersed in hot water in an attempt to dissolve the solidified contrast media, however, the balloon could not be inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).